Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
The customer's family was reported via phone call that insulin pump had fluid under the liquid crystal display as customer jumped into the pool with the insulin pump on. Customer¿s blood glucose was 100 mg/dl at time of incident. Customer was advised to discontinue use of insulin pump and revert to backup plan. Insulin pump will be returned for analysis.